Event description:
It was reported via a trial that a non-abbott device was used as a proximal protection device due to the extreme tortuosity distal to the target lesion in the left internal carotid artery (lica). When the xact stent delivery system was entering the proximal protection device, an air bubble was seen in the patient vasculature. The physician continued to deploy the xact stent without incident in the lica. After the lica was post dilated with a non-abbott balloon, the non-abbott proximal protection device was removed and 320 cc blood was aspirated from the non-abbott device until the syringe was free of debris. The physician felt at this point, that the air bubble was removed with the blood aspiration. After the procedure, the patient experienced a transient ischemic attack with right sided unresponsiveness. The patient was responding normally to questions. There was no reported treatment given. The event resolved the day after the procedure. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported air embolism and transient ischemic attack are known adverse events listed in the xact instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.